Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that in-stent restenosis occurred. The patient was enrolled in the (B)(6) study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion was located in the left mid superficial femoral artery (sfa) with 75% stenosis and was 40mm long with a proximal reference vessel diameter of 5mm and distal reference vessel diameter of 6mm and was classified as tasc ii a lesion. The lesion was treated with pre-dilatation and placement of a 7mmx80mm study stent. Following post-dilatation, the residual stenosis was 0%. On (B)(6) 2016, the patient was discharged on antiplatelet therapy. On (B)(6) 2018, the patient visited the hospital for the 24 month study specific follow up and dus revealed 50-99% isr of the study stent. On (B)(6) 2019, the patient was diagnosed with in-stent restenosis (isr) of the left sfa. Atherosclerosis of the lower extremities revealed moderate diffuse stenosis noted in the mid portion of the right sfa. It also revealed stenosis noted near 7cm after the study stent in the mid sfa. The patient was planned for the treatment on a later date. On (B)(6) 2019, 964 days post procedure, the patient was hospitalized and on the same day, 75% isr of the study stent placed in the left mid sfa was treated with angioplasty. They used a 6.0x40mm non-bsc balloon with 25% residual stenosis. On (B)(6) 2019, the patient was discharged on clopidogrel.